Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the z-arm movement belt and tube lifter belt broken in the reported problem area of the pipette assembly. The gear belts were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.